Event description:
On (B)(6) 2011, the plaintiff had an ams miniarc precise implanted. The plaintiff¿s attorney alleges that the plaintiff ¿suffered injuries including infections, pain, urinary problems, abdominal pain, dyspareunia and mental anguish.¿ it was also alleged that the plaintiff experienced mesh erosion, chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.